Event description:
Customer reports that console would lock up and cause them to lose fluoro during a procedure, until the room was rebooted, then all room capabilities were available.

Manufacturer narrative:
Liebel flarsheim field service report states, field service engineer, found that the sedecal integrated console locks up intermittently and replaced console with generator integrated console replacement kit (p/n 750772) per instruction sheet. Field service engineer verified operation per sedecal service manual. Procedure 1.3.1.4 and 1.7 and returned unit to service.